Manufacturer narrative:
Complaint was able to be confirmed based on information received from the end user. Root cause is determined to be accidental user error in regards to power settings/activation timing. The device was being used at 40w and being held active for a few minutes at a time. Due to the extended activation timing at a higher power setting, the wire broke due to thermal/mechanical stress. If additional information is obtained that is pertinent to the investigation or provides additional details a follow-up report will be provided. Until such time, this can be seen as the final report.

Event description:
The complainant alleges, "the 457 loop electrode with lot 0223z broke."